Event description:
Per report of nurse in the infusion therapy department, huber needle was bent inside the port. When trying to take it out it caused the pt pain. Had all but tip out but it would not come. It would catch on pt's skin and the pt would pull back. Finally, just gave a quick pull while holding skin and port. Examined needle to find it was bent on shaft as well as hooked at the point of needle on the very end.